Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv oversensing episode were detected. Upon inspection lead noise on the rvchannel was observed. Patient presented for a further follow-up and isometric testing. Noise was not reproducible and could not be determined. A chest x-ray was performed and was normal. The patient condition was fine.